Event description:
On that day, I experienced a bout of vertigo without any cause. I fell hard and went to urgent care. They said that I had vertigo and to visit my gp and a neurologist. I was doing physical therapy and the maneuvers (epley and fosters half somersault) to try to ease my dizziness. I was also experiencing ear ringing and migraines (occipital neuralgia), possible meniere's disease or labyrinthitis. I also had sore muscles and aches and pains in all my joints. I had blood work done. I was tested for autoimmune diseases, lupus, lyme, ra. Inconclusive. I've had mris and scans to determine why I had brain fog and memory loss. MRI showed a benign meningioma and no alzheimer's. I visited a women's health doctor, thinking possibly I was having perimenopause. I started taking hormones for adrenal fatigue and other symptoms, thinking it could be hormonal. I started to use western medicine and acupuncture to ease my headaches, lightheadedness, ear ringing, and anxiety/panic attacks.